Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the ec60 device was received for analysis with no visual non-conformances and with four empty reloads present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the surgeon was performing the jejunostomy and had fired up first and then back down to make the anastomosis. While inspecting the anastomosis and looking for leaks, the surgeon noticed that 1 outside line of staples had not formed and did not make the b shape. It was the 3rd row of staples on the left hand side of the cartridge. The staple line did not form half way up and then did form the rest of the way. The other 5 staple lines were formed and the surgeon had no other problems with the stapler or cartridges. The stapler was fired one more time and completely formed the staples. Four cartridges are returning as they did not know which one it was. Three of the cartridges had a few loose staples on them, but they had all formed the perfect b shape, so it is unknown what exactly happened. The case was extended by 20 minutes and sutured over anastomosis as a precautionary measure in case the staple line did not hold due to the partial line that did not form. Pt is stable.